Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned device consisted of a sterling balloon catheter with no other devices. There was blood in the inflation lumen. The balloon and shaft were examined. Inspection revealed the majority of the balloon was torn. There were no irregularities in the balloon material that could have contributed to the tear. There were numerous shaft kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 27mar2018. It was reported that crossing difficulties were encountered. A 3.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another sterling¿ balloon catheter. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear.